Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Three gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had a pump failure and there was large amount of condensation in the helium shuttling line, no patient harm or injury is reported.